Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device was not working and an error message kept coming up. During in-house engineering evaluation, it was determined that the device connector cap cable was frayed and the flex circuit and motor were damaged. The device also failed pretests for motor thermistor assessment, no short circuit between phases and connector body, safety assessment and displayed an e8 (software generated message on the console indicating system fault) error code message during noise assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.